Event description:
Operator reported the analyzer leaked causing a foot wide puddle on the floor. No injuries have occurred and no operators were harmed. The field service representative was unable to determine source of the leak. Performance tests were performed, which were within specification.